Manufacturer narrative:
(B)(4).

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message; the device did provide an acoustic alarm. No adverse event was reported. The infusion device was requested to be returned for product evaluation.